Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving marcaine (bupivacaine) and morphine (unknown) both of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and failed back syndrome - other. It was reported that the patient's personal therapy manager (ptm) programmer showed a code of 8286 meaning empty reservoir. The patient said the pump was alarming and it was two beeps. The patient was scheduled to be filled tomorrow. The patient did not state that he missed a refill. It was unknown if the patient recently had a refill. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the reservoir [illegible] empty. As an action/invention taken to resolve the empty reservoir on (B)(6) 2018, the personal therapy manager (ptm) programmer was adjusted. The empty reservoir on (B)(6) 2018 had been resolved.